Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s cartridge connector would not lock into place during a supply change, with a visible gap preventing secure attachment despite multiple attempts with different connectors and cartridges and after rewinds, while the connector could lock when no cartridge was inserted. Symptoms included no adverse clinical effects and blood glucose remained in range after transition to backup therapy. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting guidance, review of user-provided photos, and replacement of the device. Investigation of the returned device revealed a mechanical fit or engagement issue involving the cartridge and connector interface that prevented proper seating and locking.